Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Further info from the reporter regarding event, product, or pt details has been requested. No add'l info is available at this time. Allergan is unable to confirm with the treating healthcare professional, therefore add'l event, product, or pt details are not available. The events of rosacea, inflammation and "blood pressure has gone sky high" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pt reported that after injection with juvederm voluma xc on "both sides of the nose", the pt developed a "crease or dent in the cheek from sleeping", marks on the face", "discoloration", the product "migrated to the eye area", "lower lid turning towards eye ball", forehead is tight", "bruising" at the injection site, "white crescent under eyes", and wakes up with eyes filled with "glop". Pt advised they are currently having problems with their right eye, and "around the eye is pushing". Pt also explained they are "not able to wear glasses because of the pressure". Pt reported at a later date the pt "moved to the hairline". No treatment has been provided. Healthcare professional stated the pt did complaint to them about the symptoms the pt is experiencing, but the pt has been in six times and looks just fine. All injected areas are fine. The pt has complained a lot to the other offices, and they have all told that the pt look fine. Healthcare professional clarified that there was no concomitant juvederm given that day. Add'l info: pt reported "they can feel it dripping down face", "face is inflating and deflating", "it is dripping out of nose and around mouth", "it feels soft and clay like", "feel a hardened piece of juvederm voluma xc on or behind the eye", "feel product moving in body", "has a pushing and pulling sensation", "feels product dripping down back, scalp, and neck", "when in bathtub they drizzled a washcloth down neck they could feel stuff going down neck and back maybe nerves are on real alert or something", "when they are really quiet and they sit down they feel this woosh", "when they lay in bed at night they feel a little fisher and cracks opening up in scalp", "tingling stuff under scalp", and "constant moving when they stand up it will go up and when they sit down it will go down". Healthcare professional confirmed that all product had already been removed and the reported events are not related to the product. Pt later reported that "ever since the hyaluronidase injection they have had trouble with bowel movements and that the product is in their ear, nose, and lower back". Pt was seen by another healthcare professional who stated that it "looked like there still may be some filter in the cheeks", but that the pt's symptoms were not related to the product. No treatment was provided. Further f/u with the pt provided the following add'l info. Pt reported that they developed "rosacea in both eyes, nose, and cheeks," "inflammation of the oil glands in eyes", their "blood pressure has gone sky high", and "the product keeps moving around the whole body". Pt has been treated with an unspecified antibiotic.

Manufacturer narrative:
Medwatch sent to FDA on 07/28/2015. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions. All the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.